Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve into a patient with a small sinus of valsalva (sov), after deployment, the valve dislodged. It was reported that the dislodged valve had no influence on blood flow. A second 29mm valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted and was not returned so no product analysis could be performed. Valve implant procedure images were not available for review so the dislodgement could not be confirmed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, including sizing. A 29mm valve was implanted after the dislodgement and no additional adverse patient effects were reported. Thus, although a conclusive root cause could not be determined from the information available, the most likely cause of the dislodgement was an undersized valve. Dislodge events are typically not related to a device malfunction. Per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. In this case, it was reported that the 26mm size was chosen based on a medtronic prescreening report. However, the reports also includes a caution note of ¿this report is intended to be a resource to support physicians in their determination of proper case selection, device sizing and procedure planning, and is in no way intended to constitute medical advice or in any way replace the independent medical judgment of a trained and licensed physician with respect to any patient needs or circumstances. Physicians must conduct their own measurements and make their own medical judgments based on all of their patient's clinical and diagnostic records and images. Physician is solely responsible for all decisions and any medical judgments relating to patient diagnosis and treatment, including case selection and sizing of the device.¿ thus, due to the information available, a conclusive cause for the improper sizing could not be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.